Event description:
It was reported to philips that the system was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system does not start. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and rebooted the system, but issue persists and requested onsite support. The philips field service engineer (fse) checked the system onsite and found problems with the power supply to the camera modules and damaged power supply in the m cabinet. To resolve the issue, the fse replaced the pdu fan tray and dcps (direct current power supply). The defective power supply was sent for analysis, for pdu fan tray and dcps malfunction was observed and the failure was found to be defective power supply unit. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.